Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation probe failed the start-up self test. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.